Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a "leak" with a lap-band port. The leak was first noted when "the band was not holding pressure during a fill appointment." After explant surgery of the port, the surgeon noted that "the port's connector tubing wore through on the port side, right on the tip of the connector" itself. The port was replaced. Follow-up findings: during a fill appointment, "the physician's assistant, who did all the fills for this patient, pulled back 7.2cc's" from the band and "should have had 9.1 cc's." A leak was suspected. During another fill appointment, the "patient came in and was supposed to have 8.2cc's in the band "but the physician's assistant could only pull back 6cc's." Fluoroscopy testing was done.